Event description:
The surgeon noted that the s1 screw/s had broken. He noted there was not a complete fusion across the cage and eventually decided to further stabilize the patient with posterior fixation 9 months after the primary surgery. The patient had a previous uni-lateral microdiscectomy with an enlarged foramen/partial facet resection which could have contributed to the instability, in addition to that she seems to have a super flat lower back which results in increased stress on l5-s1, the fused level.

Manufacturer narrative:
Batch review performed on 23 nov 2022. Lot 2121419: (B)(4) items manufactured and released on 18-may-2021. Expiration date: 2026-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: at 1 year after lumbo-sacral stabilization with a standalone cage, the sacral screws are found broken and incomplete fusion is diagnosed. The position of the sacrum in the 6-month scan is very horizontal, and we do not know for sure the position of the patient during scan, but we can all the same comment that the sacrum is unusually horizontal, and this particular anatomical configuration may create rather unusual stresses on the screws. The ultimate cause for screw fracture is however to be attributed to delayed fusion, which is a recognized risk in this type of treatments. In case of delayed fusion, it is conceivable that the screws may break. Preliminary investigation performed by r&s spine director: the patient had a previous uni-lateral microdiscectomy with an enlarged foramen/partial facet resection which could have contributed to the instability, in addition to that she seems to have a super flat lower back which results in increased stress on l5-s1, the fused level. However, no standing x-ray where available which makes it difficult to judge if the patient was balanced/ adequate lumbar lordosis or imbalanced.